Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2014 additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm additional suspect medical device component involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm additional suspect medical device component involved in the event: model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing increased lower back pain due to strenuous events causing heart rate elevation which would create inflammation in that area. It was also noted that the patient was experiencing discomfort from the scs. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Additional information received that the physician did not suspect device malfunction and believed that the increase in heart rate was possibly caused by device. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing increased lower back pain due to strenuous events causing heart rate elevation which would create inflammation in that area. It was also noted that the patient was experiencing discomfort from the scs. The patient underwent an ipg explant procedure.